Event description:
Lap assisted distal gastrectomy. During a procedure in december 2005 the user applied the devices to the left gastric artery. On the 6th day there was bleeding from the drain, the pt developed abdominal pain and the blood pressure dropped that evening. The pt required an emergency operation and upon opening the abdominal cavity, bleeding was observed from the left gastric artery. The amount of bleeding was reported as 3000cc and the pt went into shock. No further pt status is available.